Event description:
It was reported that premature eri was suspected. The device was programmed with high output settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.